Manufacturer narrative:
Magellan diagnostics performed a review of complaint investigations from 2024. This complaint was not associated with an adverse event and was initially determined to be not reportable. This complaint was selected for reporting under the medwatch program after a conservative re-review of the complaint information with a bias toward reporting incidents that have any potential for any injury, serious or otherwise.

Event description:
A customer reported to magellan diagnostics technical services (ts) that upon opening a new lot: 2411m-10 leadcare ii blood lead test kit (catalog number: 70-6762) they discovered that the level 1 control vial was cracked, and that control material had leaked out into the test kit. To document the situation. Ts advised the customer to discard the entire test kit since, in addition to the possibility of injury if the broken control vial were handled, the potential existed for leaked control material to contaminate the contents of the kit and effect the test results. The customer was provided with the safety data sheet for the control material, and advised that the kit should be destroyed in accordance with their state and local regulations. A replacement test kit was provided to the customer. The suspect test kit could not be returned to magellan diagnostics for evaluation. The reporter stated that no user or patient was injured or harmed as a result of the event. Magellan diagnostics is reporting this incident under the medwatch program in an abundance of caution as the malfunction could have contributed to an injury.